Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Post-op imaging reportedly showed one extra-cochlear channel. Therefore, the user requested revision surgery.

Event description:
Post-operation imaging reportedly showed one extra-cochlear channel. Therefore, the user requested revision surgery.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device damage or defect which is expected to have been present whilst implanted. Based on the received information from the field, the device was explanted due to a suspect of the active electrode array being extra cochlea. However, the active electrode was seen to be fully inside the cochlea. Although, it was proceeded with the re-implantation. Mechanical damages found are attributable to the removal surgery. This is a final report.